Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:54:51. During night drain cycle ten, the patient's ultrafiltration reading was 1079ml, indicating the home patient (hp) drained 899ml more than their maximum programmed fill volume of 1200ml. No additional information is available.